Event description:
It was reported that during use with 200 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes had a low draw volume. The following information was provided by the initial reporter, translated from spanish to english: the tubes present a draw issue since at the moment of blood acquisition with vacutainer vacuum needle, the 3ml volume is not reached, but it fill only up to 1,5ml. Customer has tested and all of tubes (100%) present the issue. Customer highlights it's important the tube to present a draw volume in accordance with the marked in it, otherwise it might cause erroneous results specifically in hematic reading when considering it requires the sample/additive ratio to be respected.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were received. In the photo it was possible to observe the inadequate filling of the tubes and a possible failure in the positioning of the stopper in the lid in one of the tubes. Bd was able to confirm the reported issue based on the photos but was unable to confirm any manufacturing defect. Retained samples: all tested samples met the acceptance criteria. Bd was unable to confirm the reported incident based on retention samples. Device history records were reviewed with no issues identified. There were no related quality notifications. Complaints received for this device and the condition reported will continue to be tracked and evaluated. The information will be captured in trend reports and monitored. Our business team regularly analyzes collected data to identify emerging trends.

Event description:
It was reported that during use with 200 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tubes had a low draw volume. The following information was provided by the initial reporter, translated from spanish to english: the tubes present a draw issue since at the moment of blood acquisition with vacutainer vacuum needle, the 3ml volume is not reached, but it fill only up to 1,5ml. Customer has tested and all of tubes (100%) present the issue. Customer highlights it's important the tube to present a draw volume in accordance with the marked in it, otherwise it might cause erroneous results specifically in hematic reading when considering it requires the sample/additive ratio to be respected.